Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve implanted 6 years and 1 month, underwent a valve-in-valve procedure due to severe stenosis and regurgitation. Patient presented with symptoms of acute diastolic chf. The procedure was performed with a 23mm 9750tfx aortic transcatheter valve. Post-op echo showed adequate valve fit with mean valve gradient within an expected range, discharged home on pod# 1. Per the attending md he did not feel this was early failure due to the patient's lifestyle choices.

Manufacturer narrative:
Manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: updated section h6: component codes.